Event description:
It was reported that balloon rupture occurred. The less than 75% stenosed target lesion was located in the non-tortuous and moderately to severely calcified aortic and common iliac artery. A 12.0 x40, 75cm charger balloon catheter wad advanced into the distal aorta for dilatation. However, the balloon ruptured during the initial inflation for a few seconds prior to reaching the nominal pressure. The device was removed intact, and a 12.0 x40, 75cm 035 non-boston scientific balloon catheter was used to complete the procedure. No patient complications were reported.